Event description:
It was reported that the patient expired. There is no known allegation from a healthcare professional that suggests the death was related to the device. It was reported that the cause of death was septic shock.

Manufacturer narrative:
A patient death, was reported to abbott. Event details describe health issues unrelated to the implanted system. There is no known ,allegation from a healthcare professional ,that suggests the death was related to the device. It was reported, that the cause of death was septic shock. Additionally, the device history record of the device was reviewed to confirm, that all manufacturing steps were completed. And there were no non-conformances noted, that could have contributed to this issue.